Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: there was an occlusion alarm observed in the black box on (B)(6) 2016; the force at the time of the occlusion was high. A rewind, load cartridge, and prime steps were performed successfully with no alarms. The force calibration was out of specifications. The pump was exercised for 24 hours with no occlusions occurring. The force sensor was removed and the resistance value was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.